Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 291 mg/dl. Troubleshooting was performed. The customer noticed that when the infusion set is changed the insulin pump starts and stops bolusing. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.